Event description:
A patient with stryker tka done previously complaint of knee prosthesis loosening and had to return for revision surgery. The surgeon decided to replace with zimmer nexgen knee implant.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving a scorpio nrg ps insert was reported. The event was confirmed. A material analysis has been performed. The report concluded: ¿in-vivo service related damages to the articulating surface of the insert included burnishing, scratching, third body indentations, pitting and delamination. These are commonly identified damage modes on uhmwpe inserts. [¿] the measured linear penetration wear rates of the articulating surfaces were consistent with wear rates determined in clinical studies. There was no evidence of manufacturing or material defects on the returned components examined.¿ the provided medical information was reviewed by a consulting clinician, who concluded: ¿based upon the information reviewed and material analysis report, no determination of the cause of the loosening of the tibial component can be made. There is no evidence of factors of faulty prosthetic manufacturing or materials being responsible for this clinical situation.¿ review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Wear analysis of the returned insert indicates that the measured linear penetration wear rates of the articulating surfaces are consistent with wear rates determined in clinical studies. There is no evidence the event is device related.

Event description:
A patient with stryker tka done previously complaint of knee prosthesis loosening and had to return for revision surgery. The surgeon decided to replace with zimmer nexgen knee implant.